Event description:
Spontaneous communication from patient to advise both of her pumps gave high pressure alarm this morning while she was changing her cassette. She advised she closed the line on the first pump and switched to her backup pump. She advised the high pressure alarm continued and that she checked the line thoroughly to make sure no kinks. She advised she kept holding down to prime the tubing and was finally able to get it to prime. She advised it was not her central line but instead was the line attached to the pump. Patient advised pumps due for maintenance 12/24, serial numbers (B)(6). Patient did not advise if she replaced tubing. Patient uses intravenous remodulin via cadd legacy pump, self mix. No additional information to report at this time. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion setflow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? No; did we replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver. Ref report: mw5156972.